Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The biopsy port o-ring was found to be half off. There was a leak at the biopsy channel, the glue on the bending section cover was chipped and there was a stain on the image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the black seal/o-ring on the oes cystonephrofiberscope was coming off during reprocessing. Nothing fell into the patient as a result of this failure. The procedure that was going to occur after the reprocessing was completed with a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number provided was not correct. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Upon further review, the legal manufacturer has determined there is no potential for this malfunction of the o-ring half off to cause or contribute to an adverse event.